Event description:
The hospital experienced a ventilator problem related to a gas module malfunction, erratic o2 readings and failed flow transducer test. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.